Event description:
Inbound. Both pumps have alarmed no disposable pump wont run using on of the IV treprostinil cadd cassette, unable td resolved, cassette change necessary. No further details provided.